Event description:
Reporter indicated a patient was having increased seizures. Attempts for further information have been unsuccessful to date.

Event description:
Clinic notes were received from the reporter indicating the vns was "working well" on (B)(6) 2011. On (B)(6) 2012, it was noted the patient had several breakthrough seizures the previous week, and the vns settings are continuing to be ramped up to a therapeutic level ("he has not been back to full strength yet"). The vns output current was increased to 1ma and the magnet current was increased to 1.25ma, with the plan to increase the settings one week later. On (B)(6) 2012, the patient was continuing to have breakthrough seizures, and had 3 seizures that day. The vns output current was increased to 1.25 ma and the magnet current was increased to 1.75ma. On (B)(6) 2012, it is noted the patient is having aggression prior to his seizures and sleepiness afterwards. The seizures are also stronger. The vns output current was increased to 1.75ma and the magnet current was increased to 2ma. An eeg was also ordered.

Manufacturer narrative:
The incorrect event date was inadvertently reported on the initial MDR report. The correct event date is provided. Clinical note information was inadvertently omitted form the initial MDR report.